Event description:
Revision surgery - due to the patient experiencing arm pain. The surgeon decided that it may have been the size of the implant, so he implanted a smaller head.

Manufacturer narrative:
The reason for this revision surgery was arm pain. The length of in vivo service was 2.6 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 7 prior complaints reported against this part; summary of investigations: 5 for instability, 1 for pain, and 1 revision with un-specified cause. This is the first complaint against this lot number. The surgeon decided to change the size of the head in the patient's shoulder and implanted a smaller head to remedy the pain. The surgeon reported no issues associated with the product. The root cause relating to this event could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.